Manufacturer narrative:
Date of report : 27feb2019, serial : (B)(4), date rec¿d by MFR : 22feb2019. The service engineer (se) inspected the device and replaced the user interface printed circuit board assembly to address the issue and the ventilator passed testing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators touchscreen was not accurate. No patient involvement. Event date not specified; estimate used.